Event description:
An hta procedure was performed in 2005. (Patient age and weight unknown). According to the complaint, 5 minutes into the ablation procedure, a fluid loss of 2 cc was noted. The physician checked cervix for leak and there was no leak so the physicial re-set and tried again. The fluid level dropped again. The physician noted dime size, superficial vaginal burn (degree unknown) on lateral vaginal wall. The case was aborted and the procedure was incomplete. The patient condition was reported okay.

Manufacturer narrative:
The device has not been returned for evaluation. Device analysis can not be performed therefore the cause of the reported event is undetermined. The lot number is unknown; therefore, the manufacturer date can not be determined.